Event description:
Pt reports that both of her pumps (B)(4) will alarm low cartridge after two days of infusing. Confirmed pt drawing up 2.4 ml of remodulin and infusing at a rate of 0.026 ml/hr. Patient reported no increase in symptoms or side effects. Pt will be sent two new pumps. No other info available. Did the reported product fault occur while in use with a patient?: yes. Did the product issue cause or contribute to pt or clinical injury?: unknown. If yes, was any medical intervention provided? Please explain. Is the actual device available to be returned for investigation: yes.